Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, the device remains implanted and the root cause of the stenosis and ppm remains indeterminable. However it is likely that patient related factors and procedural factors contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
A patient contacted edwards after his echocardiogram results showed that his 21mm aortic valve was "smaller than it should be for his body size, but the valve was doing fine" after an implant duration of 4 years, 7 months. The patient stated that he had ¿no symptoms¿, he said ¿he feels great.¿ echo showed moderate to severe aortic stenosis with a mean gradient of 26mmhg. The patient had been evaluated for a tavr procedure but was felt not to be a candidate for due to the small size of the bioprosthetic valve. The patient will likely required redo sternotomy. Through follow up with the doctor¿s office, the patient is scheduled for a 6 month follow up visit and there is no plan for surgical treatment of the patient prosthesis mismatch is scheduled at this time.